Event description:
It was reported that the patient presented with elevated capture threshold and inappropriate automatic mode switch due to far r-wave over-sensing exhibited on the right atrial (ra) lead. No intervention was performed. Patient condition was stable.